Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The loss of communication was caused by an internal anomaly within the battery resulting in battery depletion.

Event description:
This is a report from baxter-(B)(4) of ruptured tubing that occurred before use. No patient injury or medical intervention occurred. No additional information is available.